Event description:
A medtronic representative reported that the screw on the clamp instrument is worn. There was no patient present when this issue was identified.

Manufacturer narrative:
As reported, the adjustment screw threads are stripped and worn causing difficulty tightening the clamp. The issue has been resolved with a new clamp.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement part shipped to site to resolve the issue. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.